Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure, a pipeline embolization device was used to treat an unruptured, saccular aneurysm located in the ophthalmic artery. The aneurysm had a maximum diameter and neck diameter of 8 millimeters, with a distal landing zone artery size of 4.5 millimeters and a proximal size of 4.7 millimeters. The procedure encountered several issues: the middle section of the stent was kinked and could not be opened, and the stent was dislodged and could not be retrieved or deployed. Dual antiplatelet treatment was administered. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The stent and catheter were removed together and replaced with a new stent to complete the operation. Additional information was received that the cause of the failure to open/dislodgment was the stent kinked. It was noted that no resistance occurred. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage observed to the pipeline pushwire or catheter. A phenom 27 catheter was used. Multiple devices were not being used when movement occurred. There was no friction or difficulty during delivery or positioning. The device did not jump during deployment and the tip of the catheter was not moved. The pipeline was not placed in a vessel bend when it failed to open. Retrieving and deployment were tried in attempt to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.